Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable issue of failure of the main board and the video connector socket was confirmed. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Base on the results of the investigation, the presumable cause of the noise in the image was due to the failure of the main board and the video connector socket. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a noisy image caused by a faulty printed circuit board and there was additional interference in the image due to a defective video connector socket. It is unknown when the issue was found. There were no reports of patient harm.